Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Reportedly, the customer believed that the settings needed adjustment from the healthcare provider (hcp). Candy was consumed to treat bg. Reportedly, customer consulted with hcp to adjust settings.